Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a defective gauge was noted. The 60% stenosed, approximately 24mm in length, moderately calcified, de novo target lesion was located in the non-tortuous right coronary artery (rca). An unspecified lesion was also noted in the left circumflex (lcx) artery. The lesion was predilated with a 3.0x20mm maverick balloon catheter. An unspecified liberte stent had been advanced to treat the target lesion. While attempting to deploy the stent, the encore26 inflation device gauge "stopped working." The physician left the stent delivery balloon inflated to avoid stent migration of the partially deployed stent while exchanging the encore26 inflation device for another of the same. The balloon was inflated less than a minute while the exchange took place. The pt "started to do bradycardia" while the balloon was inflated: however, the pt was not reported to have complained of symptoms. A total of 3 stents were implanted during the procedure; a liberte 3.5 x 20 and liberte 3.5 x 12 in the rca and an unspecified taxus liberte in the lcx. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
(B)(4).